Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for a patient sample when using the cobas® sars-cov-2 assay for use on the cobas® liat® system. The patient sample was initially tested with a covid-19 antigen test kit (details unknown) and generated a negative result. The sample was tested with the cobas® liat® system and generated a sars-cov-2 positive result. The same sample was sent out to a reference lab and repeated on the cobas 8800 system, resulting in a sars-cov-2 negative. The positive result was reported to the customer and healthcare personnel. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer's allegation. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample having a low viral load, either from a patient with a low titer or from lab cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing. (B)(4).